Manufacturer narrative:
Site ent coordinator declined to provide patient weight. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, hardware and software areas passed. Instruments test failed. Geometry error less than .5 millimeters. Geometry error too high on straight suction making it difficult to verify. Recommended to have the straight suction replaced when possible. The site does have two ent instrument trays. The medtronic representative provided a staff inservice for trouble-shooting techniques. Issue resolved. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, reported that after performing a planned maintenance (pm), the site ent coordinator mentioned that they have some difficulty verifying the suctions, however, was not sure from which tray. Both trays were tested. One tray, with green tape on straight suction, does not work all the time, however, can be manipulated to gain verification. Everything else in that tray works perfectly. On 01/20/2016 software investigation completed. Findings are that geometry error too high on straight suction making it difficult to verify. Recommended to have the straight suction replaced when possible. No software anomaly, software is functioning as designed. On (B)(6) 2016 calibration was achieved. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site was having difficulty verifying instruments. Reported was that it took several attempts before the surgeon was able to successfully verify instruments. It was not noted which specific instruments were causing difficulty. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.